Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The pump was received with a missing retainer and reservoir tube o-ring. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. The following were noted during a physical inspection: missing retainer, scratched case, stained keypad overlay, pillowing keypad overlay, missing reservoir tube o-ring, cracked reservoir tube lip, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm is confirmed due to moisture damage on the hardware. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Missing retainer and missing reservoir tube o-ring are confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued to use the insulin pump. Mmt-1782k was requested and customer response was the device returned.